Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, patient experienced a perforation of the urethra. The physician opined that the laceration was not caused by the device.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted. See also medwatch 2210968-2012-02166. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.